Event description:
Information received by medtronic indicated that the insulin pump was exposed moisture and wont turn on. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged the pump expose to moisture and blank display due to the car accident and keypad unresponsive. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts on the event date of (B)(6) 2021; however found; low battery alert on (B)(6) 2021 at 09:36:01. Replace battery alert on (B)(6) 2021 at 19:07. Replace battery now alarm on (B)(6) 2021 at 19:38 and 19:48. Power loss alarm on (B)(6) 2021 at 19:49:54 and 19:50:05. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. No blank display, stuck key alarm, low battery alert, replace battery alert, replace battery now alarm or power loss alarm during testing. Pump passed the keypad voltage test. Insulin pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, internal battery, battery tube, vibrator, force sensor and motor. The j1 connector on pcba 1 was locked properly during visual inspection. In summary, pump passed all required testing. Customer alleged not confirmed for pump expose to moisture, blank display and keypad unresponsive. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.